Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was discolored/abnormal additive form and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the "additive was not sprayed properly. Stopper contaminated."

Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality and embedded fm in stopper was observed. Additionally, the customer samples were evaluated by visual examination and ftir testing and the indicated failure mode for embedded fm in stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded fm and additive abnormality. Bd determined that the root cause of the indicated failure mode of embedded fm was attributed to manufacturing related i.e., the stopper had a rubber pellet from other products molded in the stopper (inclusion). H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was discolored/abnormal additive form and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the "additive was not sprayed properly. Stopper contaminated."